Manufacturer narrative:
This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient experienced a skin flap infection that was treated with IV antibiotics. The patient was hospitalised and the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.